Event description:
It was reported that during an unk contour stapler was fired and the staple line was not complete. Loose staples were noted on stapler and at the staple line. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: with the failed staple line and location of cut line, another surgeon had to be brought in to suture the bowel close through the anus and perform the anastomosis, adding at least an hour to the case. The reason for surgery was diverticulitis. I do not have information on current patient status. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.